Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04967. It was reported the patient had an infection at both incision sites. The patient was hospitalized from (B)(6) 2013 through (B)(6) 2013. The physician opted to explant the scs system. In addition, the physician undertook additional surgical intervention to clean the infection on (B)(6) 2013. A culture had been taken, but the results were unknown. The physician placed the patient on IV antibiotics 3 times a day through a PICC line. It was reported the infection was resolving with the intervention.